Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they got a message on their handset that said 'internal device has lost all data' and to contact their clinician and they wanted to know what that meant. Patient services reviewed the potential meanings of the message with the patient, and also reviewed ins battery longevity considerations and explained to the patient that given the age of their ins it could mean that their ins battery was at end of life but also explained other reasons for the message and the patient reported it could have been caused by electromagnetic interference as they'd had a procedure about 3 weeks ago where they did a cardioversion and they shocked their heart back into rhythm. The patient stated they had turned their therapy off for the procedure two months ago however that procedure had been rescheduled to about 3 weeks ago and since they turned it off, they hadn't turned the therapy back on again until after the procedure and when they turned it back on again after the procedure is when they got the message. The patient was redirected to follow up with their healthcare provider (hcp) to further address the issue. Patient to foll ow up with their hcp.